Manufacturer narrative:
Reported address line 1: (B)(6). Reporter email: (B)(6). Manufacturer's investigation conclusion: a direct correlation between the patient's outcome and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown and not provided. The patient's outcome was not thought to be device or device therapy related.